Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: dr.(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a transvaginal tape (retropubic insertion of midurethral sling) on (B)(6) 2018. The patient had a recurrent stress urinary incontinence after the revision of previous tension-free vaginal tape (tvt) in 2009. As reported by the patient's attorney, the patient has experienced an unspecified injury.